Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation on this device. The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the loader was in the seal and the plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not load properly" is confirmed. No lot # was reported, so no record review could be performed. This issue is being investigated through the maquet CAPA process. (B) (4)

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal did not load properly. The reporter stated that there was a problem with the folding of the seal. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.